Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. The healthcare provider (hcp) called boston scientific technical services (ts) requesting review. Ts had boston scientific engineering review. Boston scientific engineering advised the icm device battery began to rapidly deplete one month after implant. Subsequently an explant procedure was scheduled. This icm device was explanted and another icm device was implanted to continue monitoring. Device has not been returned. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. X-ray examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found the battery cell depleted but could not determine battery related failure.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. The healthcare provider (hcp) called boston scientific technical services (ts) requesting review. Ts had boston scientific engineering review. Boston scientific engineering advised the icm device battery began to rapidly deplete one month after implant. Subsequently an explant procedure was scheduled. This icm device was explanted and another icm device was implanted to continue monitoring. Device has not been returned. No adverse patient effects were reported. The icm device has since been returned and analysis performed.